Event description:
Customer reported cartridge alarms and noted their occurrence on multiple dates. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, advising the customer to use multiple daily injections as backup therapy in the meantime. A replacement pump with updated software was sent, and steps for sensor use and pump storage were provided, which the caller understood.